Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The customer reported the following complaint issue: "during an endoscopy procedure with duodenal stent placement the evolution® duodenal controlled-release stent - uncovered was used. The stent went into the duodenum and upon deployment the inner catheter did not detach therefore the stent did not deploy. The physician removed the device and had it sent to risk management and will use another vendors device to do the procedure on (B)(6) 2017. The staff confirmed that fluoroscopy and a therapeutic endoscope was used however it could not be confirmed it the physician noted the transition points." Description of incident from medwatch report reads: ¿pt was scheduled for egd and duodenal stent placement. Physician attempted to place the stent and it did not fully deploy. Stent was removed and pt suffered no complications.¿ as the report suggests the stent was partially deployed, the device malfunction precedence applies: deployment issue (i.e.. Any issue with the delivery system that results in the exposed stent removed from the patient with the delivery system. Clarification per the district manager: "they state that there was zero separation of the inner and outer catheter not allowing any part of the stent to be deployed." It has been indicated that the device involved in this complaint was being returned to cook ireland for evaluation; the device has not yet been received, however, if it is returned, the device will be evaluated and the investigation will be updated. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. The following additional information was provided to the question ¿was resistance encountered when advancing the introducer and stent into position?¿ - ¿yes some resistance due to the fact the stricture was curved/torqued more than normal¿ from this information, it is possible that the flexor became kinked and possibly broke as a result of built of pressure from the kink. Prior to distribution all evo-22-27-9-d devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. ((B)(4)). A review of the manufacturing records for this evo-22-27-9-d device revealed no discrepancies that could have contributed to this complaint issue. As per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends. Attachment: [voluntary medwatch cook ireland 05sep2017.pdf]

Event description:
This initial report is being submitted due to the malfunction precedence: deployment issue (i.e.. Any issue with the delivery system that results in the exposed stent removed from the patient with the delivery system). This report was also submitted by the facility - ref mw5071782. As reported to customer relations: "during an endoscopy procedure with duodenal stent placement the evolution® duodenal controlled-release stent - uncovered was used. The stent went into the duodenum and upon deployment the inner catheter did not detach therefore the stent did not deploy. The physician removed the device and had it sent to risk management and will use another vendors device to do the procedure on (B)(6) 2017. The staff confirmed that fluoroscopy and a therapeutic endoscope was used however the staff could not confirm if the physician noted the transition points. " clarification per the district manager: "they [the customer] state that there was zero separation of the inner and outer catheter not allowing any part of the stent to be deployed."

Manufacturer narrative:
PMA/510(k) # "k101530 and k163468". (B)(4). Exemption number: e2016031. Importer site contact and address: (B)(4). Importer site establishment registration number: (B)(4). 1 x evo-22-27-9-d of lot # c1327302 was returned to cirl for evaluation. Upon evaluation of the returned device, it was noted that the stent was partially deployed on return of the device. There was damage to the flexor near the handle. No lockwire was returned. The red shuttle deployment marker was at the back of the handle. Actuation of the device was not possible. The handle of the device was dismantled during lab evaluation and the flexor was seen to be broken at the shuttle cap. The stent was manually deployed during lab evaluation with difficulty and the stent was seen to be fine. The following information was provided following lab evaluation: "from the information that I received. None of the stent was deployed in the patient and must have been deployed outside of patient." Customer complaint confirmed as failure was verified in laboratory. The customer complaint was confirmed as the flexor was seen to be broken at the shuttle cap during lab evaluation. As usage condition cannot be replicated within the laboratory setting, a definitive root cause cannot be conclusively determined. A possible cause for the issue occurring may be due to delamination of the ptfe liner of the outer sheath. The following additional information was provided to the question ¿was resistance encountered when advancing the introducer and stent into position?¿ - ¿yes some resistance due to the fact the stricture was curved/torqued more than normal¿ from this information, it is possible that the flexor became kinked and possibly broke as a result of built of pressure from the kink. A review of the qc records for qc did not reveal any issues which could have contributed to this complaint issue. A review of the manufacturing records for this evo-22-27-9-d device of lot# revealed 1 unit was scrapped under a non conformance of ¿sheath damaged¿. As per manufacturing process, the flexor sub-assemblies would have been scrapped. The non conformances would therefore not be applicable for the failure mode involved in this complaint. There were no other discrepancies in the manufacturing records that could have contributed to this complaint issue. There is no evidence to suggest that this issue affects the entire lot #, upon review of complaints this failure mode has not occurred previously with this lot #. It may be noted that a project ire0045-k had been assigned to product development to further investigate stent deployment issues of this nature in an effort to eliminate future occurrences at the time of production of this lot. On review of the information provided, there is no viable to suggest that the user did not follow the instructions for use. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Follow up MDR submitted due to device return and evaluation. Report submitted due to the malfunction precedence: deployment issue (i.e.. Any issue with the delivery system that results in the exposed stent removed from the patient with the delivery system). And ¿flexor kinked/stretched/broke/compressed" (found in lab evaluation). Medwatch report received- ref mw5071782. As reported to customer relations: "during an endoscopy procedure with duodenal stent placement the evolution® duodenal controlled-release stent - uncovered was used. The stent went into the duodenum and upon deployment the inner catheter did not detach therefore the stent did not deploy. The physician removed the device and had it sent to risk management and will use another vendors device to do the procedure on (B)(6) 2017. The staff confirmed that fluoroscopy and a therapeutic endoscope was used however the staff could not confirm if the physician noted the transition points. " clarification per the district manager: "they [the customer] state that there was zero separation of the inner and outer catheter not allowing any part of the stent to be deployed." On (B)(6) 2017.